Event description:
(Sle diagnosis in 1993 but stable/ remission in recent years). On (B)(6) 2014 radiesse filler tried as cheek filler (fat pap moved) for both cheeks. No rxn. On (B)(6) 2014 radiesse filler added to same areas. No rxn. On (B)(6) 2014 a pimple like bump, but much under skin surface, right cheek. Expiration date: unk (was done in physician office. Strength: unk but I think it's only one strength. Why was the person using the product: cosmetic use. Did the problem return if the person started taking or using the product again: I won't use again. (Quick) treatment prevented this from becoming more serious. (Is what I believe). On (B)(6) 2014 approx. 1.5" x 1.5" area of r cheek inflamed/red. Is now one starting on l cheek. Hydrocortisone cream, aloe, keflex 500mg, benadryl caps 25mg and cream, ibuprofen 600 mg. Painful if touched. On (B)(6) 2014 same areas (on both r and l cheeks) haven't improved as I'd hoped, enough to be decidedly improved. The r cheek is now a brighter pink, it had been more of a pull reddish color. The spot on the l cheek looks about the same. There are still color variation bands around both. Stopped the keflex, began azithromycin 250mg, began arnica a subl tabs, intake fluids, began warm wet compresses, message. On (B)(6) 2014 both areas improved. Stopped using the hc cream, but continued everything else. On (B)(6) 2014 l cheek area looks normal. R cheek still slightly pink, still slightly painful to touch. On (B)(6) 2014 l cheek area is normal. R cheek area only very slightly pink, is reduced in size (1" x 1") now.